Manufacturer narrative:
Sc-2316-70 / (B)(6) the complaint of loss of coverage due to impedance anomalies was confirmed. Six cables were fractured within the proximal and distal arrays. There were no exposed cables at the locations. Typical cable fractures in the arrays could be introduced when the lead was exposed to excessive mechanical force or movement. Therefore, the probable cause is cause traced to component failure. Sc-2316-70 / (B)(6) the complaint of loss of coverage due to impedance anomalies was confirmed. Thirteen cables were fractured at the bent/kinked location of the lead, 2 cm from the set screw mark of the clik-x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point. Therefore, the probable cause is cause traced to component failure. Sc-3400-30 / (B)(6). Unable to confirm the complaint of loss of coverage due to impedance anomalies with testing of the device as the returned lead was not complete. No anomalies were identified with the splitter aside from the explant damage. Sc-3400-30 / (B)(6). Unable to confirm the complaint of loss of coverage due to impedance anomalies with testing of the device as the returned lead was not complete. No anomalies were identified with the splitter aside from the explant damage.

Event description:
It was reported that the patient underwent a revision procedure in which two leads and two lead splitters were explanted. The patient experienced a loss of coverage after high impedances were noted on one of the devices. The patient is doing well post operatively. The devices are in route to the manufacturer. Additional information was received that the devices were received and analyzed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: infinion 16; upn: (B)(4); model: sc-2316-70; serial: (B)(4); batch: 19966059. Product family: scs-splitters: upn: (B)(4); model: sc-3400-30; serial: (B)(4); batch: 19217416 and 19271180.

Event description:
It was reported that the patient underwent a revision procedure in which two leads and two lead splitters were explanted. The patient experienced a loss of coverage after high impedances was noted on one of the devices. The patient is doing well post operatively. The devices are in route to the manufacturer.